Event description:
It was reported that the patient was implanted a fitmore hip stem c, size 7 on (B)(6) 2013. Which side it was implanted on is unknown. The patient was revised on (B)(6) 2014, due to loosening and pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).